Manufacturer narrative:
The treatment tip used in the procedure was not saved by the site, thus is not available for investigation. Attempts to get photographs of reported injury have been unsuccessful. As stated above, per the thermage technical users manual: note: avoid injected or tumescent anesthesia or nerve blocks. (B)(6) strongly discourages the use of local injections and tumescent anesthetic techniques to manage pt comfort during the (B)(6) procedure. Injecting lidocaine or similar anesthesia or other substances into the treatment area will change the natural electrical resistance and alter the tissue heating profile in an unpredictable way. Caution: use of these types of pain management techniques add an increased risk of tissue injuries, including surface irregularities. A (B)(6) clinical specialist has attempted to reach the site to discuss the use of local injections.

Event description:
On (B)(6) 2011, (B)(6) became aware of an adverse event following a thermage treatment on (B)(6) 2010. According to the treating facility, the pt was being treated with thermage to the lower face and neck and received a burn to the left lower cheek which had gotten progressively worse over the months that followed. When the complaint was filed with (B)(6) on (B)(6) 2010, it was reported that the pt had an injury of approx 1/2 cm in diameter and 1/2 cm depth to her left cheek. Of note is that pt received lidocaine injections to her face prior to treatment, which specifically states should be avoided in the thermage technical user's manual.